Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of 570:320:844:0000 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries from use/user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Failure code 570:320:844:0000 indicates a low battery voltage (battery discharged to a potentially damaging level). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a malfunction of failure code 570:320:844:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.